Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm and several infusion set changes. The customer's blood glucose level was unknown. The customer completed troubleshooting to check for an occlusion and after changing out the infusion set and reservoir several times they were still not able to get the tubing to be filled with the plunger. The customer was advised that the devices would be replaced, however the products were not returned for analysis.